Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, after firing, some of the staples came off resulting in bleeding at the staple line. The staples were formed correctly. The procedure was converted to an open procedure. No transfusion was required.